Event description:
It was reported that the camera head had a flickering image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of the image failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in the adapter and cable unit. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. The most probable cause of the identified failures was the user not following the manufacturer's instructions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a flickering image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction in the results of the legal manufacturer's final investigation. Corrected fields: b5, h6 and h11 a root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation: a probable cause could not be detected. As for the additional findings: water leak in adapter; the cause was not established water tightness was lost due to water leak in cable unit. The most probable cause of the additional finding is cause linked to device but unable to trace more specifically should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was identified during an unspecified procedure.